Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - this complaint was initially submitted as a malfunction. Based on additional information obtained on (B)(4) 2012 the complaint is being reported as an adverse event. The patient stated that "shortly after" the alleged issue began she developed symptoms of "heavy breathing, blurry vision, and weak muscles." The patient reported taking 3-4 glucose tablets at the onset of symptoms and feeling better within 40-45 minutes. The patient mentioned that her diabetes is managed with novolog insulin pump therapy (12.85 units per day).the patient denied making any changes to her diabetes management due to the alleged issue starting (including her food/drink consumption and medication administration).

Manufacturer narrative:
(B)(4): the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic when performing back to back blood glucose tests. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so that complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the evening of the 1st or 2nd of (B)(6). The patient claimed that she obtained back to back blood glucose results of "168 and 48 mg/dl" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that she manages her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient also denied developing symptoms as a result of the alleged issue. The patient informed that cca that at 11 pm on (B)(6) 2012, she treated herself with a glucose tablet. However, the patient did not specific reason for taking the glucose tablet was not provided. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the patient denied developing symptoms suggestive of a serious injury and there is no evidence that there was a physical decline in the patient's status due to the reported treatment. However, this complaint is being reported as a malfunction because the two results being compared exceed lfs's specifications for precision testing.